Event description:
Procedure performed: unknown. Event description: information received by customer via email on 08apr26: [translation] the tip of the gate came loose when the gate was being installed. Additional information received by an applied medical representative via pcf on 08apr26: when the obturator was inserting to the trocar, the tip of trocar completely came off. The incident was before the trocar was in the patient. Additional information received by an applied medical representative via (3) emails on 09apr26: one picture received. Event date 7th april 2026. It was before procedure. The break occurred in the obturator. One cannula was inserted using the obturator prior to the incident. Clean break. No particulation. The trocar wasn't inserted into the patient. The incident occurred when the instrument nurse was preparing the instrument table, during which he inserted the obturator into the cannula. The product has not been inserted into the patient. It was not a robotic case. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.